Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure device removed, returned home having a coil and a half, of the two coils that compose the product, still inside") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("first they told her that it was not possible to remove those remains."). The patient had a medical history of parity 2. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required), uterine hypertonus ("horrible contractions"), headache ("a lot of headaches") and device expulsion ("the device had become displaced from the fallopian tube into the uterine cavity"). The patient was treated with surgery (to remove essure ). At the time of the report, the device expulsion had not resolved. The outcomes for uterine hypertonus and headache were unknown. The reporter considered device breakage, device expulsion, headache and uterine hypertonus to be related to essure administration. The reporter commented: after the first surgery to have the essure device removed, returned home having a coil and a half, of the two coils that compose the product, still inside. ¿the device had become displaced from the fallopian tube into the uterine cavity. And only half of the device was there. They couldn¿t believe their eyes when they told me: ¿it looks like the essure devices are in your uterus. With the addition that plaintiff had to have her uterus reconstructed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure device removed, returned home having a coil and a half, of the two coils that compose the product, still insid") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("first they told her that it was not possible to remove those remains"). The patient had a medical history of parity 2. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required), uterine hypertonus ("horrible contractions"), headache ("a lot of headaches") and device expulsion ("the device had become displaced from the fallopian tube into the uterine cavity"). The patient was treated with surgery (to remove essure). At the time of the report, the device expulsion had not resolved. The outcomes for uterine hypertonus and headache were unknown. The reporter considered device breakage, device expulsion, headache and uterine hypertonus to be related to essure administration. The reporter commented: after the first surgery to have the essure device removed, returned home having a coil and a half, of the two coils that compose the product, still inside. ¿the device had become displaced from the fallopian tube into the uterine cavity. And only half of the device was there. They couldn¿t believe their eyes when they told me: ¿it looks like the essure devices are in your uterus. With the addition that plaintiff had to have her uterus reconstructed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.